Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was returned for analysis. A longitudinal tear with slight circumferential tear was identified in the mid balloon and extended 10mm distally. A visual and microscopic examination found no issue with the markerbands which could have contributed to the complaint incident. A visual and tactile inspection identified a shaft kink at the base of strain relief. This type of damage is consistent with excessive force being applied to the delivery system during device use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03929. Complaint was originally assessed reportable for the q1 2017 asr, however this is now reportable based on investigation results approved on 10apr2017. It was reported that balloon ruptures occurred. The target lesion was located in the external iliac vein. Two 16-4/5.8/75 xxl¿ and two 18-4/5.8/75 xxl esophageal balloon catheters were advanced to dilate the lesion. However, all four balloons ruptured on the first inflation at 3 atmospheres for a duration of 60 seconds. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.